Event description:
During percutaneous coronary intervention (pci) of a lesion, the stent fractured and during attempts made to snare it out of the patient, it migrated.

Manufacturer narrative:
As reported by the affiliate, the patient presented for treatment of a 50% restenotic lesion (after an unknown bare metal stent) in the proximal right coronary artery (rca) that was moderately tortuous. A 3.5 x 13mm cypher stent was deployed at unknown inflation pressure and the proximal strut was sticking out 3mm into the aorta. Forty one months later, the patient complained of chest pain. Coronary angiography revealed restenosis of the previously implanted bare metal stent, which was implanted distally to the cypher implanted at the proximal rca. However, it is unknown how distal this unit was to the cypher. In addition, the restenosis was believed to be the cause of the chest pain. The restenosis was treated successfully but details are not known. In addition, the protruding section of the cypher stent was fractured with only one strut being attached to the distal section of the stent. Therefore, the physician cut the fractured stent by inserting a gw into the remaining strut and then pulling on it using a snare. The physician tried to retrieve the fractured stent flew towards the femoral artery. Please note that this product, (lot no. Unknown) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing or evaluation. A 3.5 x 23mm cypher stent was implanted in the proximal rca in 2004, with 3mm of the proximal edge of the stent extending into the aorta. The target lesion was an instant restenosis of a previously implanted bare metal stent (bms). The vessel was not calcified but moderately tortuous. It is unknown if the stent was post-dilated. Three and a half years later the patient experienced chest pain. Angiography revealed restenosis of another previously implanted bms, however, it was also found that the section of the cypher stent that was extending into the aorta was fractured. The stent was not returned for analysis, as it remains in the patient. With the information provided and without return of the product, a definitive root cause cannot be determined, however, it is possible that vessel characteristics and placement of the stent could have contributed to the reported stent fracture.